Event description:
It was initially reported that 2 ozark screws fractured approximately 6 months post-operatively. Additional information received indicates that 4 screws and the locking mechanism of an ozark plate broke as well. Revision surgery has not been performed or scheduled at this time. This report represents the 2nd of the 4 screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. X-ray's provided were reviewed. Cranial screws in initial post-op x-ray appear to be at the limit of indicated cranial angulation. Caudal screws appear to be over-angulated past the indicated limit of angulation. Second post-op x-ray shows that pseudarthrosis most likely occurred as there is no evidence of fusion. Third post-op x-ray the screw fracture can be observed. Device sgt and IFU were reviewed. The following is to assist in identifying and/or ruling out potential root cause(s) of the reported event: "remove all osteophytes from the anterior surfaces of the vertebrae to allow the plate to sit flush against the vertebral bodies. Note: bending at or near the screw holes may damage the integrated alloy locking cover. Therefore, bending should only occur in one direction (lordosis or kyphosis)within the desired bend zone area around each window, pictured below. There may be limited or no-bend zones on the shorter plates. The screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Note: do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Note: fixed screws have a laser marked line on the head of the screw. After screw insertion, engage the locking cover by inserting the size10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged note: plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate. Potential adverse events include, but are not limited to pseudo arthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudo arthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if appropriate), and ruled out preoperatively. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant re-mains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate post-operative management to avoid refracture. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered." The most likely cause of the reported event was determined to be pseudo arthrosis as no signs of successful fusion were seen at 6 months post-op or prior. Additionally, potential over angulation of caudal screws may have put excess stress on the entire construct and screws causing the reported event to occur.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that 2 ozark screws fractured approximately 6 months post-operatively. Revision surgery has not been performed or scheduled at this time. This report represents the 2nd of the two screws.

Manufacturer narrative:
B5 has been updated with additionally received information.

Event description:
It was initially reported that 2 ozark screws fractured approximately 6 months post-operatively. Additional information received indicates that 4 screws and the locking mechanism of an ozark plate broke as well. Revision surgery has not been performed or scheduled at this time. This report represents the 2nd of the 4 screws.